Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported tip separation appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right femoral vein. The balance middle weight hydro guide wire was advanced without issue to the lesion. It was decided to perform a sheath exchange as the physician was unsatisfied with the current sheath. While performing the sheath exchange, the distal tip of the guide wire broke in two pieces. A snare device was used to retrieve the free-floating tip. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.